Event description:
Penile implant was explanted due to a malfunction reported by the pt. Investigation found that the tension cable in the device was broken. There was minimal fraying of the cable in the area of the break. Sheath, segments, and tips were intact.